Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('persistent bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and polymenorrhoea ("frequent menstration"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, metrorrhagia and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, metrorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: device removal discrepancy noted: previously reported essure removal on 05-dec-2014 and now patient claims essure not removed. Patient received treatment for pelvic/abdominal pain, metrorrhagia , frequent menstration. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Reporter information updated. New events: abdominal pain, metrorrhagia (bleeding b/w periods), frequent menstruation were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.